Event description:
Reporter indicated that vns pt has experienced "full body drop seizures" since vns implant. It was reported that the pt had only head drop seizures pre-vns. It was reported that the pt has had 80 "full body drop seizures" since vns implant and that they have subsequently suffered injuries from these seizures (broken collar bone, lacerations on head requiring stitches). There have reportedly been no medication changes during this period, but it was reported that the pt's depakote level was low (68) at recent emergency room visit due to injury suffered from drop seizure. The pt's mother does not feel that the pt's neurologist is aggressive enough with their therapy. The pt's device has been programmed to the lowest normal mode output current setting (0.25ma) since initiation of stimulation. Treating neurologist indicated that the relationship between the pt's condition and the vns therapy system was unknown. Both the treating neurologist and the pt's parents are considering either explant or programming the device to off permanently.